Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump had air in the tubing and did not alarm. They stated that there were "air pockets in tubing" and that this was causing the patient to vomit. They did not provide any information about the size of the air bubbles in the tubing. Mmdg followed up with the initial reporter who stated that they took the patient to the hospital due to the vomiting and that while receiving feedings in the hospital the patient was fine. (B)(4).